Event description:
It was reported that the pump exhibited accuracy issues. The event occurred during testing, no patient injury was reported.

Manufacturer narrative:
Other, other text: b3 unknown, d4: complete UDI (B)(4). One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not removed. There was no evidence to review in the device's event history log. Accuracy tests were performed and the reported issue was duplicated. The pump was found to be over delivering to the manufacturing specifications. As a result, the expulsor was replaced. Product is beyond a year from manufacture date (07/2013) and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous 12 months (last serviced in 09/2018) and there was no indication the complaint was related to previous service of the device. For all inquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.